Event description:
It was reported that this right ventricular lead was explanted due to the health care professional noticing lead damage during a pacemaker implantation procedure. The product had on contact with the patient. This lead is expected to be returned for analysis. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.